Event description:
It was reported that during implant the physician noticed a slight deformity of the rv coil. The lead was not implanted.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was rec'd. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of rv coil being out of specification was confirmed in the laboratory. Inspection of the lead body noted that the rv shock coil was offset.